Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) evaluation was performed by the customer. The last sampling date was october 18, 2021. There was no patient infection. The sampling was routine. The scope was precleaned with aniosyme detergent. Asept inmed brush kit/201778 was used for manual treatment/bedside pre-cleaning with aniosyme detergent and anioxyde 1000 disinfectant. The biopsy valve, air valve, and suction valve were manually cleaned. Soluscope 4 was used as the automatic endoscope reprocessor (aer) along with soluscope cln detergent and soluscope paa disinfectant. The scope was stored in a thermosensitive endoscope (eset) cabinet by soluscope after treatment. The maintenance was performed by soluscope and olympus. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported by the customer, all channels were sampled, and the uretero-reno videoscope tested positive for one (1) colony forming unit (cfu) of aspergillus niger. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the bending section rubber glue was peeled off and the cable support protruded out of the bending section. However, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device."